Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of the lay-user/patient alleging that the patient experience blood glucose excursion due to a cartridge leakage issue. On (B)(6) 2011 at 8:30 am, the patient's cartridge was changed and the patient's blood glucose was at 165 mg/dl as expected. At 2:50 pm, the patient's blood glucose began to elevate to 237 mg/dl. By 4 pm, the patient was not feeling well and had symptoms of headache and stomach ache. By 6 pm, the patient tested at 531 mg/dl and took a correction via the animas pump. Her blood glucose was corrected to 464 mg/dl but the patient was still exhibiting symptom of vomiting at 10 pm. The infusion set and tubing were changed out. On the morning of (B)(6) 2011, the patient's blood glucose ranged from 313 mg/dl to 405 mg/dl. The patient's symptom of vomiting did not abate. By 12:15 pm, the patient's blood glucose elevated to 570 mg/dl. Reportedly, the patient discovered there was a cartridge leakage between 10 am and 12:15 pm. The patient had large ketones and began taking insulin via syringe at around 12:30 pm. The patient changed out the infusion set and tubing several times after discovering the leakage issue and did not see any leakage but reported moisture at the luer connection. The infusion set and cartridge has been requested back for investigation. This complaint is being reported because, the patient had signs and symptoms suggestive of hyperglycemia after she had cartridge leakage issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: three cartridges were returned and were evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.